Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6), 2011. According to the complainant, during the procedure, the suture broke on the ligator head. It was reported that nothing fell into the patient and the device was removed. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6), 2011. According to the complainant, during the procedure, the suture broke on the ligator head. It was reported that nothing fell into the patient and the device was removed. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the suture was tangled around the trip wire, but was attached to the distal end of the tripwire as intended. The trip wire was partially wound onto the spool and slightly bent. Slight indentations are present in the groove of the handle. Additionally, the teeth of the ligator did not appear to be damaged and no bands were present on the ligator. A functional evaluation was performed, which involved untangling the suture from the trip wire. Once the suture was untangled, eight (8) knots were found in the suture as intended. The handle was rotated and found that the spool ¿clicks¿ with every 180 degrees of rotation as intended. The condition of the returned device was not consistent with the reported complaint that the ¿string on the deployment system broke. Eight (8) knots were present on the suture as manufactured, which indicates that the suture did not break. In addition, the trip wire was found to be slightly bent , which is likely due to anatomical/procedural factors which limited the device performance. However, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.